Manufacturer narrative:
(B)(4). D10: medical product: nexgen complete knee solution, trabecular metal standard primary patella: catalog#00587806535, lot#65160037; tibia trabecular metal two-peg porous fixed bearing right size e: catalog#42530007102, lot#65115127; femur trabecular metal cruciate retaining (cr) narrow porous: catalog#42502206202, lot#64900145; unknown cement: catalog#ni, lot#ni. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision surgical notes: poly appeared to be thinner than necessary, poly needed to be thicker to address the recurvatum and mild laxity. New patella cemented into place, new polyethylene placed. Wound irrigated and closed in layers. No intraoperative complications reported. The reported event was confirmed by review of provided medical records. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee revision approximately 3 years and 3 months post-implantation due to patella button loosening. During the revision, moderate synovitis and scar tissue were removed. The polyethylene insert was noted to be thinner than necessary and a thicker insert was selected to address recurvatum and mild laxity. The undersurface of the patella was observed to be fractured, and the patella button and polyethylene insert were exchanged. The procedure was completed without complications. Attempts have been made and no further information has been provided.